Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination of the implantable cardiac monitor, the device was found exhibiting backup operation. The attempt to restore the device's normal function was unsuccessful and several alerts for hardware failure were observed during the interrogation. A device replacement was recommended. There were no adverse consequences to the patient.

Event description:
New information received stated that the patient had the device removed on (B)(6) 25th, 2020 and received a pacemaker device upgrade. The patient was reported to be asymptomatic since the procedure.